Manufacturer narrative:
The customer has been contacted several times regarding product return and add'l incident info. To date, there has been no response. Most recent contact was 2007. The operation log for the product was received and reviewed. It appears that the pump infused the correct volume. If the device is received by b. Braun, it will be evaluated and a follow-up report will be submitted.

Event description:
It was reported that the device had over infused. The pump was being used on an infant. Fluid was infusing and the baby had extremely high glucose levels. Tpn solution was being used. The device was taken out of use.